Event description:
It was reported that a pump experienced a malfunction with code 12-0x2071. No notable events occurred prior to the malfunctions, and the impact on the customer's blood glucose level was unknown as they declined to provide this information. The customer was informed that the pump, which was still under warranty, needed to be replaced. Customer declined to provide backup method of insulin therapy.